Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in 2015. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: protruding through the right side of the uterine/ migration of essure device location of device: uterus"), device expulsion ("expulsion of essure device") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and breast mass. Previously administered products included for an unreported indication: synthetic progesteron and depo-provera. Concurrent conditions included visual disturbance, morbid obesity, appendicitis, ventral hernia and vitamin b12 deficiency. Concomitant products included ascorbic acid;biotin; minerals nos; nicotinic acid; retinol;tocopherol; vitamin b nos; vitamin d nos (prenatal vitamins), ascorbic acid; cyanocobalamin; docusate sodium; ferrous gluconate; folic acid; iron pentacarbonyl (ferralet), butalbital; caffeine; paracetamol (fioricet), estradiol, ferrous citrate (iron), folic acid, metronidazole, ondansetron hydrochloride and ranitidine hydrochloride (zantac). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia,"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), premature labour ("pre term labor"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood swings ("hormonal changes describe: severe mood swings,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), vulvovaginal mycotic infection ("yeast infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), urinary incontinence ("bladder or urinary problem or changes :leaks"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd,"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device / appendectomy with remova and bilateral salpingectomies and/or hysterectomy to remove the essure device/emergency appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device expulsion, pregnancy with contraceptive device, premature labour, abdominal pain, back pain, menorrhagia, mood swings, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, urinary incontinence, migraine, headache, anaemia, nausea, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, gastrooesophageal reflux disease and fatigue outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of multiple healthy neonates. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, adverse event, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Patient need for additional surgery. She had surgery to remove the essure implant in 2015. Current weight 242 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Pathology test - on (B)(6) 2015: final pathologic diagnosis: twin a: basal chronic villitis, chorangioma, increased subchronic fibrin deposition. Twin b: patchy chronic villitis with mild chronic chorionitis. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pregnant,ventral hernia,acute appendicitis, most recent follow-up information incorporated above includes: on 20-nov-2018: pfs and mr received. Reporters information updated. Event: perforation nos was updated to uterine perforation. Event :hormonal changes describe: severe mood swings,abnormal bleeding (vaginal),uti's, yeast infections, apareunia (inability to have sexual intercourse),: depression and anxiety, bladder or urinary problems or changes, migraines / headaches, anemia,expulsion of essure device, , pregnancy outcome was updated. Medical history, concomitant drugs were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("perforation") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in 2015. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device, abdominal pain, back pain and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, adverse event, back pain, menorrhagia, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Patient need for additional surgery. She had surgery to remove the essure implant in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 1-nov-2017: events "pregnancy, perforation, pain, device ineffective" reporter lawyer added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.